Event description:
Customer had a lancing device that allegedly was broken and would not eject. Customer went back to sam's club and they confirmed that the item was broken. Customer called back in on (B)(6) 2018 and indicated they had spoken with someone in customer service two weeks ago about this broken lancing device. Customer said whomever she spoke with was supposed to be sending out a replacement, but she had not received it. Customer service confirmed a replacement had not been sent out and issued the customer a replacement.